Event description:
Customer reported that she experienced high blood glucose between 400 and 600 mg/dl because of getting a cortisone injection; customer stated that it will take 3 to 4 days to wear off and she would have high blood glucose after injection. Customer also reported that she had blood at the sensor insertion site; the site is not actively bleeding and blood is not visible on the sensor connector. Customer also complained about sensors not inserting properly and not sticking. Customer stated that she noticed one of the sensors was bent after removing it. Blood glucose value was 258 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 2 introducer needles and inspected for burrs or hooks and dull needle tip defects and none were found. Both introducer needles passed per specifications. Also found both sensors cannulas bent. Unable to confirm adhesive anomaly due to sensors were returned opened or used.